Manufacturer narrative:
Continuation of medical devices: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 21-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had a medical history of post-traumatic-stress-disorder (ptsd) and depression and sees a psychologist. They also stated that they had irritable bowel and they could manage better at home. They stated that they monitor it at home by taking magnesium citrate and eating right. It was reported that the patient stimulator was malfunctioning. It was reported that the patient felt like their implant was still on and they were not sure what was going on. They stated that their feet were numb and they ¿felt like the thing was on and could not walk since their surgery because their feet were numb¿. The patient stated that they were numb from the waist down. The patient stated that they were currently admitted to the hospital after their surgery immediately, because of the numbness and they could not walk. The patient stated that they were able to lift their left leg, but this a.m. It seemed worse. The patient stated that their healthcare provider (hcp) had taken x-rays, a CT-can, MRI and found nothing wrong. The patient stated that the hcp told their mom they had trouble with the scar tissue during the surgery. The patient stated that saturday night they had trouble with twitching. They stated they raised their right leg once, but every time after that it was further and further. The patient stated that their toes don¿t feel like they belong to them and like they were detached and put together with wires and all the way up their leg felt numb. The patient stated their right foot was worse, but it happened to both. The patient stated that their belly had swollen up as well. They stated that their feet were numb and they could not walk because they were numb from the waist down. The patient stated that if the stimulation was on it made them numb. The patient stated that the trial worked wonderfully. The patient stated that two nights ago, their right leg was jerking like they had a tens unit on high and pulls muscles and releases. The patient stated their feet are like the puppet master. They stated they mentioned physical therapy, however they could not feel their foot and really wanted their unit checked by the manufacturer representative (rep). The patient stated that the last time they talked to their hcp was friday. The patient stated that their belly blew up like a beach ball as well, probably from the saline they gave them. The event began on (B)(6) 2018. An email was sent out to a local rep. Additional information was received from the patient later the same day again reporting that they got their permanent implant last wednesday, (B)(6) and they walked in all excited and came out and they could hardly use their legs. The patient stated that their hcp told them they were looking into it, but no one was telling them anything. The patient stated that their doctor told the patient¿s mother there was scar tissue and the unit kept trying to turn to the left. The patient clarified when they were trying to put the electrode into their spine, it kept wanting to turn to the left going where the hcp did not want it to go and they finally got it in to stay. The patient stated that they did not know if they tested before they closed it up or what, but they think it was turned on, it felt like they had a tens unit on their feet. They stated that their feet were like frozen, not numb, but they couldn¿t stand on them very well. Patient services asked the patient if they tried turning stimulation down or off and the patient stated that they did not have anything to turn it down with, they did not give them anything (did not have a controller). The patient stated they were ready to ¿cry scream,¿ as they had been stuck in bed since wednesday. They stated that they were still in the hospital, they checked in because their legs were not working right. The patient stated that kept asking to get a hold of a local rep to come out to test this, but no one was doing anything proactive. The patient said the doctors at the hospital dismiss them. Now they were stuck in a wheelchair. The patient stated that they tried to use their leg thursday and they felt like their feet were frozen, like their whole leg was under stimulation from a tens unit, and stated that it has stayed that way and gets worse. They were not doing anything, and they wanted to do physical therapy, but they could not feel their feet. Since wednesday, the patient again stated that they had a CT scan, x-ray and MRI and yesterday was a CT with contrast. The patient did not know the results. The patient also reported hat since wednesday they had diarrhea issues with their bowels and their stomach was bloated bigger than when they were pregnant. They stated they were ¿just giving them stuff that gives diarrhea¿. The patient stated now they wouldn¿t go for a few day days. The patient stated they did a straight catheter last night. The patient stated that they hurt where the battery was, and it was hard to sit too and it felt like someone had a tight belt around them pulling on it. They wanted to know if the stimulation was on and then the patient started saying ouch. Their right leg twitched out jerking them. They stated that the right leg had been doing that jerking motion since saturday. The patient stated that they were in a lot of pain now and thought they were going to die. They stated they were getting worse and had been trying to tell the hcp, but they were not listening. The patient stated that they had so much pain right now and their leg was totally numb. It was recommended that the patient get a nurse to page a rep. The patient pushed their call button to call the nurse. The hcp came in the room and stated they were a neurosurgeon. They were transferred to the national answering service to page a rep. The issues during the implant procedure and the patient hardly being able to use their legs, their legs being numb, diarrhea, stomach issues, pain and pain at the implant site occurred since implant ((B)(6) 2018). The issue of the patient¿s right leg jerking occurred on (B)(6) 2018. Additional information was received from the patient even later the same day again asking a manufacturer representative (rep) to come out to test the device. They stated they were getting very angry. The patient stated that the device was not supposed to be programmed on for 10 days to 2 weeks. They stated they thought it was on because their feet were tingling all the way up their hip. They could hardly walk. There was no reason why their legs should be tingling. Their one leg jerks back and forth. They stated they wasted five days of their life sitting in bed and they hated sitting in bed. It was indicated that the patient suspected a problem with their device/therapy. They patient had also left a voicemail with patient services stating that ¿their legs were useless when they woke up from surgery and 5 days later they were still in the hospital and their feet were tingling numb and their right leg jerks like the unit was on¿. They stated that they felt it up their waist. The patient stated that their midsection hurts now more than before they got their implant and their health got worse there would be problems for everybody. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the system was explanted due to a complication. It was reported that the patient complained to the physician of pain in the abdomen and pubic bone and the physician decided to explant the system on (B)(6) 2018. No further complications are anticipated.